Event description:
Healthcare professional(hcp) reports 2 incidents of a pt reaction. These incidents occurred during the 1st and 2nd exposure to the psn(polysynthane) membrane on the same pt. The pt experienced the following symptoms at the onset of both treatments: shortness of breath, chest heaviness, and cough. With the 1st incident, the pt also experienced hypertension. The pt was treated with benadryl intravenously(dose unknown), 100cc of normal saline and o2 at 4l for both incidents. With both incidents, the dialysis treatment was discontinued at the time of the event. Following the second incident, the treatment was resumed and completed with an alternate membrane(f8), the pt was discharged home with both incidents and is fully recovered per the hcp.